Event description:
It was reported that the patient developed an infection after an ipg replacement procedure (MFR. Report no.: 3006630150-2023-08454). Redness at the ipg site was noted. The physician was unable to confirm the cause of infection or if it was device related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively. All device components were explanted and were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 16048247.